Event description:
It was reported that during the implant procedure, the blue band that is normally present on the distal end of the df-4 lead connection came off into the device header block. The system was tested, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.